Event description:
It was reported that following the angio-seal vip deployment, the patient had an occlusion in the common femoral artery. The angio-seal was deployed as stated by the instruction for use (IFU). The occlusion occurred two days after the procedure. Surgery was performed to remove the angio-seal. The patient was in stable condition.

Manufacturer narrative:
No components were returned for analysis and review of the history device was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.